Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the posts on the tibial trial adapter had snapped off prior to surgery starting, but had been identified once opened for surgery. No surgical delays or patient consequences reported.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device was returned for evaluation, however, review of the provided photos confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.